Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had keypad anomaly and partial display. It was reported that the insulin pump was not exposed to moisture. It was also reported that pump had correct batteries and proper storage. It was reported that the pump was not bumped nor dropped. The keypad anomaly persisted even after batteries were changed. Customer was advised to discontinue used of the pump and revert to a back-up plan per health care professional's instructions. The pump will be returned for analysis.

Manufacturer narrative:
Findings: act and escape buttons did not respond due to flattened button dome switches(no crease). No unlock on lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No missing segments/partial display noted. Pump received with cracked display window, cracked case at display window corners, broken reservoir tube lip and missing end cap sticker.